Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. The device was found to have detached in several areas. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. While the attorney reported the patient died on (B)(6) 2018, there is no allegation that the patient¿s death was caused or contributed by the device. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent repair of a ventral abdominal hernia. A bard/davol ventrio was implanted during this repair. On (B)(6) 2010: the patient was experiencing extreme abdominal pain and a recurrent hernia. The patient had to undergo surgical intervention to remove the defective bard mesh, which was found to have been detached in several areas. On (B)(6) 2018: the patient continued to experience complications related to the bard mesh until his death. The attorney alleges the product implanted in the patient failed to reasonably perform as intend. It caused serious injuries and had to be revised via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering. The patient was injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.